Event description:
Health professional reported after pt injection in the nose with .4 cc of juvederm ultra plus the pt developed "skin discoloration and blisters near the injection site." Per the physician the pt was treated with 3cc of hyaluronidase and antibiotics, both tablet and ointment.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2011.